Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed no capture and high out of range pacing impedances of greater than 3000 ohms. As a result, this lv lead was explanted and replaced. It was noted, during explant, this lv lead was tested on the pacing system analyzer (psa) and high out of range pacing impedances were still observed. The root cause for the clinical observations was not determined. No additional adverse patient effects were reported.